Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Cause of death unknown. Caller stated that the customer had high blood glucose of 208mg/dl and low blood pressure prior to his death. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.